Event description:
A malfunction was reported on the customer's pump, specifically identified by malfunction code malf 16. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer in performing the reset successfully.